Event description:
It was reported that the right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2015. The patients condition post procedure was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).